Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure blackout.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd signal wire. In addition, our technician confirmed that the insertion flexible tube coating damage, the segment compressed short in length, and the angle wire play; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 image failure" and/or the risk analysis results, it was evaluated to submit MDR.